Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No damage on the c13/lcd isolation tape noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was over 400 mg/dl. The customer stated that the insulin pump had been dropped. The customer was unable to get the display to return during troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.